Event description:
Reporter noted local newspaper articles(s) listing about thirty affected pts after cataract procedures at facility, following cases with contract group of specialists. About twenty incisional problems (seidels and corneal burns) noted. Stated many single-use products were re-used during these cases.